Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked display window at the bottom left and right corners, cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirts out during the manual prime process. The blood glucose reading is 135 mg/dl. The insulin pump is stuck in the rewind loop. The drive support cap is loose. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.